Event description:
It was reported that the patient experienced an overstimulation sensation while working on a car near the high-voltage portion of the ignition. As a result, the implantable neurostimulator (ins) 'changed settings' from 3.5 v to 5.0 v. The patient was able to use his programmer to decrease the setting and correct overstimulation. Only the right side was 're-programmed' to this higher amplitude. The left side stayed programmed at the expected amplitude. The patient had access to increase or decrease his stimulation by 4.0 volts. The patient saw his physician on the day of report and she said everything with the ins 'checked out'. Everything 'settled down' after the patient decreased stimulation back down to 3.5 volts.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6), product typ extension; product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6), product typ extension; product ID 3387s-40, lot# v025335, implanted: 2007 (B)(6), product typ lead; product ID 3387s-40, lot# v025335, implanted: 2007-04-19, product typ lead. (B)(4).